Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to manual insulin injections for insulin therapy.